Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient was difficulty seeing clearly in dim lighting condition, especially indoor. The patient needs very bright light to see object clearly. The iol was exchanged for another lens model following the initial implant procedure. The symptoms were resolved to the left eye. Additional information has been received and stated that, the patient began to complain that he was uncomfortable. The surgeon was suggested that the patient¿s left eye should also be replaced with an aspherical iol, because the patient has severe dry eyes symptom, it might be the one of the main reasons for the incompatibility. Additional clarification received from the reporter and stated that, the left eye lens was explanted with another model lens. There are two medical device reports associated with this patient. This report is associated with the left eye.